Event description:
It was reported that an ilet user experienced a dexcom g7 sensor pairing failure, as indicated by a persistent pairing status and spinning indicator on the ilet display, and customer support guided the user through troubleshooting and re-pairing steps. Symptoms included no glucose readings available due to loss of cgm data. Outcomes included temporary interruption of automated insulin dosing dependent on cgm input and user impact requiring device troubleshooting. Investigation included technical support review of device pairing status and guided re-pairing procedures. Investigation of this case revealed the cgm-to-ilet bluetooth connection failed to complete pairing until re-pairing steps were performed. It was concluded that the event was related to a communication or connectivity issue between the cgm and the ilet, resolved through troubleshooting, with no injury or medical intervention required.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.